Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, and the following was obtained: what was used to complete the procedure? No further information is available. What is the lot number? No further information is available. Did the patient suffer from any consequence due to the issue (pull off suture needle intra op)? If yes please provide more details. There were no adverse consequences to the patient. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an ob-gyn procedure on (B)(6) 2021 and suture was used. During the procedure, when passing the needle through the fascia, the needle was detached from the suture. It was a control release needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/10/2022. H6 component code: g07002 no device return. Additional information was received: qty to be returned: 1 => 0. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). The following information was requested, and the following was obtained: what was used to complete the procedure? No further information is available. What is the lot number? No further information is available. Did the patient suffer from any consequence due to the issue (pull off suture needle intra op)? If yes please provide more details. There were no adverse consequences to the patient. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an ob-gyn procedure on (B)(6) 2021 and suture was used. During the procedure, when passing the needle through the fascia, the needle was detached from the suture. It was a control release needle. No adverse patient consequences were reported. Additional information was requested.